Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room in atrial fibrillation. The patient was started on a cardizem drip. No further information is available.

Event description:
The products or procedure did not cause or contribute to the event. The event was resolved with medication.